Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 24.9cm distal to the strain relief. Both sections of the hypotube break were kinked. An examination of the crimped stent and tip section of the device identified no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 28mm x 3.00mm taxus¿ liberté¿ stent was advanced but was not able to cross the target lesion. It was also noted that the shaft of the catheter was broken.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 28mm x 3.00mm taxus liberté stent was advanced but was not able to cross the target lesion. It was also noted that the shaft of the catheter was broken.